Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuralgia ("nerve pain"), headache ("headaches"), cerebral disorder ("brain shock"), nausea ("nausea"), arthralgia ("joint pain"), back pain ("back pain"), spinal pain ("spine/neck pain"), muscle spasms ("muscle spasms"), hot flush ("hot flashes"), night sweats ("night sweats"), menstrual disorder ("blood clots during period"), menorrhagia ("longer periods"), pain in extremity ("leg pain"), hypoaesthesia ("hand/foot numbness"), ear pain ("ear aches"), paraesthesia ("tingly sensations"), dysgeusia ("nickel taste") and abdominal distension ("bloating"). The patient was treated with surgery (tubes and coils removed, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, neuralgia, headache, cerebral disorder, nausea, arthralgia, back pain, spinal pain, muscle spasms, hot flush, night sweats, menstrual disorder, menorrhagia, pain in extremity, hypoaesthesia, ear pain, paraesthesia, dysgeusia and abdominal distension outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, dysgeusia, ear pain, headache, hot flush, hypoaesthesia, menorrhagia, menstrual disorder, muscle spasms, nausea, neuralgia, night sweats, pain in extremity, paraesthesia and spinal pain with essure. The reporter considered abdominal distension, cerebral disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuralgia ("nerve pain"), headache ("headaches"), cerebral disorder ("brain shock"), nausea ("nausea"), arthralgia ("joint pain"), back pain ("back pain"), spinal pain ("spine/neck pain"), muscle spasms ("muscle spasms"), hot flush ("hot flashes"), night sweats ("night sweats"), menstrual disorder ("blood clots during period"), menorrhagia ("longer periods"), pain in extremity ("leg pain"), hypoaesthesia ("hand/foot numbness"), ear pain ("ear aches"), paraesthesia ("tingly sensations"), dysgeusia ("nickel taste") and abdominal distension ("bloating"). The patient was treated with surgery (tubes and coils removed, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, neuralgia, headache, cerebral disorder, nausea, arthralgia, back pain, spinal pain, muscle spasms, hot flush, night sweats, menstrual disorder, menorrhagia, pain in extremity, hypoaesthesia, ear pain, paraesthesia, dysgeusia and abdominal distension outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, dysgeusia, ear pain, headache, hot flush, hypoaesthesia, menorrhagia, menstrual disorder, muscle spasms, nausea, neuralgia, night sweats, pain in extremity, paraesthesia and spinal pain with essure. The reporter considered abdominal distension, cerebral disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Case become serious incident, essure removal surgery added to event pelvic pain. New event added: bloating. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.